Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality. There were no reports of patient harm.

Event description:
It was reported that the subject device had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated fields: d8, g3, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure 'damaged connector and image defects' was not confirmed. In addition, the device evaluation also found poor watertightness of the connector and corrosion of the image pickup part. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause of the occurrence could not be identified based on the information. Olympus will continue to monitor field performance for this device.